Event description:
According to the reporter, during a pancreaticoduodenectomy with robot support, while on the stomach, the firing was performed, and the staple formed at the proximal side of the cartridge, but after that, there was poor staple formation on the first and second reloads of the same lot number. A new reload was taken out, and the firing was confirmed outside the surgical field. It was noted that another handle and adapter were taken out, so the shell was also replaced with a new one.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# p3e0178 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p3b0035 sig power sigadaptstnd linear adapter - sigadaptstnd, serial# c24abe0745 sig power sigphandle handle - sigphandle, serial# c23aaf0262 sig power sigpshell control shell, sigpshell, lot# n4e2300y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (expiration date, lot #), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pancreaticoduodenectomy with robot support, while on the stomach, the firing was performed, and the staple formed at the proximal side of the cartridge, but after that, there was poor staple formation on the first and second reloads of the same type. A new reload was taken out, and was tested at out of surgical field. It was noted that another handle and adapter were taken out, so the shell was also replaced with a new one.

Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The jaw of the reload was open. The sled and staples were visible at the 1cm cut line from the rear end. Staple pushers were visible at the 1.5cm cut line. Damage to the staple pushers were confirmed. Damage to the cutting edge of the knife blade was observed. Five staples on the reload were skewed. Functional testing noted that the reload was loaded into a representative handle. The jaws were not fully closed and the anvil was found to be deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that there was poor staple formation. The repo rted issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if the device was fired over tissue that was beyond the recommended thickness range or if the firing handle was not completely cycled. The m anufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.